Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit had a defective buzzer. Upon triage service found that the unit had no audible alarm. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.